Manufacturer narrative:
This medwatch is not associated with a customer complaint or reported adverse event; however, it is being filed in accordance with 21 cfr part 803.53. Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that bard medical division (bmd) was notified by the (B)(4) manufacturing site that during bard 100% latex-free urinary drainage bag inspection, they found holes/tears in the packaging tyvek that leaked when challenged with blue dye water. The subject product is sold sterile. On (B)(6) 2014 it was confirmed that it impacted this lot released into distribution.